Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included boil, gravida (4) and parity (B)(6) 1997, (B)(6) 2003). Concurrent conditions included overweight, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids and abdominal cramps. Concomitant products included amitriptyline since 2008, amlodipine since 2008, fluticasone since 2008, furosemide since 2008, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), neoplasm ("tumor"), visual impairment ("vision problems"), eye disorder ("eye problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017), surgery (surgery to remove the essure/ underwent device removal due to complication from essure device.), surgery (ablation) and surgery. Essure was removed. At the time of the report, the perforation, device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, gastrointestinal disorder, alopecia, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight increased, weight decreased, mental disorder, neoplasm, visual impairment, eye disorder, nervous system disorder, back pain and arthralgia outcome was unknown and the abdominal pain upper and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dyspareunia, eye disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis/rheumatoid arthritis"), genital haemorrhage ("abnormal bleeding"), pelvic haematoma ("pelvic hematoma"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)"), abortion spontaneous ("miscarriage") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included boil, gravida (4), parity (B)(6) 1997, (B)(6) 2003), vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), pain (not recovered prior to essure) and asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids, abdominal cramps, dysfunctional uterine bleeding, dysmenorrhea, vaginal discharge abnormality, post coital bleeding, allergic reaction to analgesics, abdominal pain, tenderness, genitourinary symptom, intramural leiomyoma of uterus and chlamydial infection. Concomitant products included amitriptyline since 2008, amlodipine since 2008, azithromycin, azithromycin (zithromax), ciprofloxacin betain (cipro), duloxetine hydrochloride (cymbalta) since (B)(6) 2011, fluticasone since 2008, furosemide since 2008, medroxyprogesterone acetate (depo-provera) from 2011 to 2017, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004, tizanidine hydrochloride (zanaflex) since (B)(6) 2011 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("back pain/ lower back pain/back pain"), arthralgia ("hip pain/joint pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic haematoma (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), visual impairment ("vision problems"), eye disorder ("eye problems"), abdominal pain upper ("stomach pain") and pain in extremity ("legs/ foots pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy, ablation and evacuation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, rheumatoid arthritis, pelvic haematoma, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder, arthralgia, dysmenorrhoea and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding, vaginal discharge, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Events: pelvic hematoma and abdominal pain were added. Laboratory data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included boil, gravida (4) and parity ((B)(6) 1997, (B)(6) 2003). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids, abdominal cramps, dysfunctional uterine bleeding, dysmenorrhea, vaginal discharge abnormality, post coital bleeding, allergic reaction to analgesics, abdominal pain, tenderness, genitourinary symptom, intramural leiomyoma of uterus and chlamydial infection. Concomitant products included amitriptyline since 2008, amlodipine since 2008, azithromycin, azithromycin (zithromax), ciprofloxacin betain (cipro), duloxetine hydrochloride (cymbalta) since may 2011, fluticasone since 2008, furosemide since 2008, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004, tizanidine hydrochloride (zanaflex) since may 2011 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), visual impairment ("vision problems"), eye disorder ("eye problems"), back pain ("back pain/ lower back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain"), arthralgia ("hip pain") and dysmenorrhoea ("dysmenorrhea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, rheumatoid arthritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder, arthralgia and dysmenorrhoea outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, pregnancy with contraceptive device, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding, vaginal discharge, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: new pfs received- outcome of events genital bleeding, menorrhagia from unknown to recovered/resolved and event vaginal bleeding from not recovered/not resolved to recovered/resolved were updated. Pt of event perforation nos was updated to uterine perforation and fallopian tube perforation. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and abortion spontaneous ("miscarriage") in a female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included boil, gravida (4) and live birth (18sep1997, 28jul2003). Concurrent conditions included overweight, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids and abdominal cramps. Concomitant products included amitriptyline since 2008, amlodipine since 2008, fluticasone since 2008, furosemide since 2008, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), mental disorder ("psychological or psychiatric problems"), neoplasm ("tumor"), visual impairment ("vision problems"), eye disorder ("eye problems"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure/ underwent device removal due to complication from essure device.), surgery (ablation) . Essure was removed on 21-jun-2017. At the time of the report, the perforation, device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, gastrointestinal disorder, alopecia, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight increased, weight decreased, mental disorder, neoplasm, visual impairment, eye disorder, nervous system disorder, back pain and arthralgia outcome was unknown and the abdominal pain upper and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dyspareunia, eye disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding. Most recent follow-up information incorporated above includes: on 15-mar-2018: reporters added and updated patient demographics. Concomitant disease and concomitant drugs were added. Updated suspect drug indicacion and lot number. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems/ changes, dyspareunia (painful sexual intercourse) , gastrointestinal or digestive system condition, hair loss, infection (bladder/urinary tract/ vaginal), migraines/headaches, nausea, psychological or psychiatric problems, tumor, vaginal discharge, vision/eye problems, weight gain/loss, dental problems, neurological conditions or problems, back pain, stomach pain, hip pain, foot/ leg pain, did you undergo an essure confirmation test , pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes), device ineffective, miscarriage and device migration. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included boil, gravida (4) and parity (B)(6) 1997, (B)(6) 2003). Concurrent conditions included overweight, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids and abdominal cramps. Concomitant products included amitriptyline since 2008, amlodipine since 2008, fluticasone since 2008, furosemide since 2008, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), neoplasm ("tumor"), visual impairment ("vision problems"), eye disorder ("eye problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017), surgery (surgery to remove the essure/ underwent device removal due to complication from essure device.), surgery (ablation) and surgery. Essure was removed. At the time of the report, the perforation, device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, gastrointestinal disorder, alopecia, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight increased, weight decreased, mental disorder, neoplasm, visual impairment, eye disorder, nervous system disorder, back pain and arthralgia outcome was unknown and the abdominal pain upper and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dyspareunia, eye disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received:: events onset date were added. Plaintiff stated that she did not remove essure (discrepant information from the previous reports) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("malposition of the essure device-location of device;"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included boil, gravida (4) and parity ((B)(6) 1997, (B)(6) 2003). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, blood pressure high since 2015, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids and abdominal cramps. Concomitant products included amitriptyline since 2008, amlodipine since 2008, fluticasone since 2008, furosemide since 2008, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), weight decreased ("weight loss"), neoplasm ("tumor"), visual impairment ("vision problems"), eye disorder ("eye problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017), surgery (surgery to remove the essure/ underwent device removal due to complication from essure device.), surgery (ablation) and surgery. Essure was removed. At the time of the report, the perforation, device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder and arthralgia outcome was unknown and the vaginal haemorrhage, bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device dislocation, dyspareunia, eye disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: previously reported event "psychological or psychiatric problems" change to "depression", event "mental anguish" added. All reported event outcome updated to "not recovered / not resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of the essure device-location of device;'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), pelvic haematoma ('pelvic hematoma'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ abnormal bleeding (vaginal, menorrhagia)') and rheumatoid arthritis ('rheumatoid arthritis/rheumatoid arthritis') in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included boil, gravida (4), parity ((B)(6) 1997, (B)(6) 2003), vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), pain (not recovered prior to essure), asthma, rheumatoid arthritis, dysuria and acute vaginitis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since 2015, morbid obesity, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids, abdominal cramps, dysfunctional uterine bleeding, dysmenorrhea, vaginal discharge abnormality, post coital bleeding, allergic reaction to analgesics, abdominal pain, tenderness, genitourinary symptom, intramural leiomyoma of uterus and chlamydial infection. Concomitant products included amitriptyline since 2008, amlodipine since 2008, azithromycin, azithromycin (zithromax), ciprofloxacin betain (cipro), duloxetine hydrochloride (cymbalta) since (B)(6) 2011, fluticasone since 2008, furosemide since 2008, medroxyprogesterone acetate (depo-provera) from 2011 to 2017, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004, tizanidine hydrochloride (zanaflex) since (B)(6) 2011 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("back pain/ lower back pain/back pain"), arthralgia ("hip pain/joint pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic haematoma (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), visual impairment ("vision problems"), eye disorder ("eye problems"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain"), dermatitis allergic ("allergy-rash/skin condition"), uti ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and was found to have weight decreased ("weight loss") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, ablation and evacuation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic haematoma, rheumatoid arthritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder and arthralgia outcome was unknown, the menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, dermatitis allergic, uti, bacterial vaginosis and vulvovaginal candidiasis had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis, weight decreased, weight increased and uti to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs date(s) of removal: (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding, vaginal discharge, dyspareunia, pelvic pain. Lot number: 708872, manufacturing date: 2010-01, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of the essure device-location of device;'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), pelvic haematoma ('pelvic hematoma'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ abnormal bleeding (vaginal, menorrhagia)') and rheumatoid arthritis ('rheumatoid arthritis/rheumatoid arthritis') in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included boil, gravida (4), parity ((B)(6) 1997, (B)(6) 2003), vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), pain (not recovered prior to essure) and asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since 2015, morbid obesity, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids, abdominal cramps, dysfunctional uterine bleeding, dysmenorrhea, vaginal discharge abnormality, post coital bleeding, allergic reaction to analgesics, abdominal pain, tenderness, genitourinary symptom, intramural leiomyoma of uterus and chlamydial infection. Concomitant products included amitriptyline since 2008, amlodipine since 2008, azithromycin, azithromycin (zithromax), ciprofloxacin betain (cipro), duloxetine hydrochloride (cymbalta) since (B)(6) 2011, fluticasone since 2008, furosemide since 2008, medroxyprogesterone acetate (depo-provera) from 2011 to 2017, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004, tizanidine hydrochloride (zanaflex) since (B)(6) 2011 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("back pain/ lower back pain/back pain"), arthralgia ("hip pain/joint pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic haematoma (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), visual impairment ("vision problems"), eye disorder ("eye problems"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain"), dermatitis allergic ("allergy-rash/skin condition"), uti ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and was found to have weight decreased ("weight loss") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, ablation and evacuation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic haematoma, rheumatoid arthritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder and arthralgia outcome was unknown, the menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, dermatitis allergic, uti, bacterial vaginosis and vulvovaginal candidiasis had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis, weight decreased, weight increased and uti to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs. Date(s) of removal: (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding, vaginal discharge, dyspareunia, pelvic pain. Lot number: 708872 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. On 9-jan-2020: no new significant information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of the essure device-location of device;'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)'), pelvic haematoma ('pelvic hematoma'), vaginal haemorrhage ('abnormal bleeding (vaginal)/ abnormal bleeding (vaginal, menorrhagia)') and rheumatoid arthritis ('rheumatoid arthritis/rheumatoid arthritis') in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included boil, gravida (4), parity (B)(6) 1997, (B)(6) 2003, vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), pain (not recovered prior to essure) and asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since 2015, morbid obesity, ear ache, chest pain, fever, depression, flank pain, shortness of breath, acute bronchitis, edema, uterine fibroids, abdominal cramps, dysfunctional uterine bleeding, dysmenorrhea, vaginal discharge abnormality, post coital bleeding, allergic reaction to analgesics, abdominal pain, tenderness, genitourinary symptom, intramural leiomyoma of uterus and chlamydial infection. Concomitant products included amitriptyline since 2008, amlodipine since 2008, azithromycin, azithromycin (zithromax), ciprofloxacin betain (cipro), duloxetine hydrochloride (cymbalta) since (B)(6) 2011, fluticasone since 2008, furosemide since 2008, medroxyprogesterone acetate (depo-provera) from 2011 to 2017, meloxicam since 2008, paroxetine since 2008, ranitidine since 2008, salbutamol sulfate (ventolin hfa) since 2008, sumatriptan since 2004, tizanidine hydrochloride (zanaflex) since (B)(6) 2011 and topiramate since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), nervous system disorder ("neurological conditions or problems") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("back pain/ lower back pain/back pain"), arthralgia ("hip pain/joint pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic haematoma (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), visual impairment ("vision problems"), eye disorder ("eye problems"), abdominal pain upper ("stomach pain"), pain in extremity ("legs/ foots pain"), rash ("rash/skin condition"), uti ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert (legal case, event reported as miscarriage, split for coding purposes)") and was found to have weight decreased ("weight loss") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, ablation and evacuation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic haematoma, rheumatoid arthritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, dyspareunia, alopecia, weight increased, neoplasm, visual impairment, eye disorder and arthralgia outcome was unknown, the menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, rash, uti, bacterial vaginosis and vulvovaginal candidiasis had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal infection, urinary tract infection, cystitis, migraine, headache, nausea, vaginal discharge, weight decreased, nervous system disorder, tooth disorder, back pain, abdominal pain upper, pain in extremity, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, nervous system disorder, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, rash, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis, weight decreased, weight increased and uti to be related to essure. The reporter commented: although a removal date has been provided in previous reports, in the current report the plaintiff stated that she did not removed essure because she did not have money. Current weight: 225 lbs. Date(s) of removal: (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: bleeding, headaches, back pain, lower extremity pain, nausea, vaginal bleeding, vaginal discharge, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events rash/skin condition, uti, bacterial vaginosis, candidal vaginosis were added. Event outcome of pain, bleeding, allergy bladder/urinary were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (surgery to remove the essure/ underwent device removal due to complication from essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 01-nov-2017: event perforation and abnormal bleeding added and event pelvic pain/ pain was considered as symptom of perforation and essure removal date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent device removal due to complication from essure device.). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.